Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, 24990, 31190, 18670. The patient came in fora reprogramming of their device.  Upon interrogation of his device, rep noticed that he had impedance issues. Rep asked if he has had any falls that could have led to this, and he said that he has had quite a few falls. Rep reprogrammed his device and said that if it doesn¿t give him relief to discuss with his clinician other treatment options for his pain, or it may be worth it to discuss a surgical paddle placement. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the patient clarifying that they had one fall, stating that their foot got tangled in a rope.